Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unresponsive and unreadable issues were verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 132 mg/dl. The customer reverted to a backup pump for insulin therapy.